Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system via a vertical incision at the midline 2 cm below the urethra. Reportedly, the procedure was uneventful. In (B)(6) 2012, the patient reported that she was not experiencing any pain; however, her partner allegedly could feel the mesh during intercourse. The physician determined the patient had mesh exposure and prescribed estrogen cream (specifics unknown), which reportedly provided little benefit. On (B)(6) 2012, the patient returned to the operating room, where the physician excised the exposed mesh below the urethra and reclosed the vaginal epithelium. (B)(6) weeks later, the patient returned to the physician, who noted that everything looked good and the patient had no complaints, although she had not yet resumed intercourse with her partner. On (B)(6) 2012, the patient reported that her partner was still experiencing pain during intercourse. Later that day, the patient was referred to a urologist. Upon examination, the urologist could not observe any exposed mesh, and recommended the patient continue with estrogen therapy. On (B)(6), it was reported to the implanting physician that the patient had sought further medical attention from a third physician. Reportedly, the patient is scheduled to have surgery to further remove the mesh in (B)(6) 2012 (specifics unknown).

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.